Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. Access was obtained via the radial artery. The 4.45mm de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). The lesion was predilated with a 3.0x20mm apex balloon. When the 3.50x8mm promus element stent was removed from the packaging, it was noted that the stent was deformed and irregular in appearance. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. Access was obtained via the radial artery. The 4.45mm de novo target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). The lesion was predilated with a 3.0x20mm apex balloon. When the 3.50x8mm promus element stent was removed from the packaging, it was noted that the stent was deformed and irregular in appearance. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with distal stent damage. A stent strut towards the distal end of the stent was raised from the balloon and stretched and misaligned. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).